Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. (B)(4).

Event description:
It was reported that the implant broke at insertion and a few millimeters remain in patient. Nothing was implanted on top of the fragment. Surgeon pre-punched and pre-tapped another site and used another anchor to complete the case. Rotator cuff repair. Hard bone.